Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a consumer from (B)(4) of peritonitis coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the "area was not clean before starting pd." The patient was diagnosed with peritonitis, not requiring hospitalization. An analysis of the patient's peritoneal effluent was not performed and it was unknown if a cultured was obtained. On (B)(6) 2011, the patient was given a loading dose of vancomycin 1gm ip and began treatment with heparin 1000iu ip three times daily and tobramycin 40mg ip once daily. The root cause of the peritonitis was "area not clean before starting pd." At the time of reporting, the event of peritonitis was resolving and the patient continued to receive remedial treatment with heparin and tobramycin. The outcome for the area not clean before starting pd was not reported. Dianeal therapy continued. The reporter believed that the event of peritonitis was unrelated to dianeal therapy. The causality for the event of "area not clean before starting pd" was not reported.